Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided. Device product code ¿ ni, expiration date ¿ ni, date implanted ¿ ni, manufacture date ¿ ni.

Event description:
Patient underwent a revision of a right knee orthopedic salvage system component due to dislocation. The polyethylene bearing was removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to correct information. Upon reassessment of the reported event, it was determined to not be reportable. A revision has been indicated due to patient anatomy and is not related to a product issue. The initial report was forwarded in error and should be voided.